Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced serious bodily injuries, pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor and bleeding. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.